Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients implantable pulse generator (ipg) was explanted due to an unknown reason.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients implantable pulse generator (ipg) was explanted due to an unknown reason. Additional information was received that the patients implantable pulse generator (ipg) was no longer holding its charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was kept by the medical facility and will not be returned.